Event description:
Reporter alleged blood glucose discrepant back to back test results. Customer stated glucose measured 342 mg/dl back to back with a result of 120 mg/dl and 347 mg/dl versus 122 mg/dl when testing. Each comparison was performed 1 minute apart. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.